Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. The customer declined to perform a system/supply check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.